Manufacturer narrative:
Additional information received. A follow up CT on an unknown date showed the endoleak had resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a chronic type b dissection of unknown size. It was reported after the index procedure a type ia endoleak was detected via final angiogram. It was stated that a catheter was used to place coils between the stent graft and the blood vessel wall (proximal neck section) but the endoleak persisted. The event remains unresolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.